Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the patient experienced an unexpected postoperative refraction. There was more astigmatism postoperatively than he had preoperatively. The device remains implanted. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested by fax and mail on 01/27/2009 and 02/10/2009 and by phone on 02/10/2009. A completed questionaire has not been received. This report was mailed to FDA on: 02/20/2009.